Manufacturer narrative:
The ge service rep replaced the pcb, however, it did not fix the issues. The x-ray regulator assembly, pcb is being returned as "used for troubleshooting". The customer changed the eprom and didn't reload the hotbite data, error coded 31, 1f, 21, 19, 00. The customer replaced the board again and ge loaded the software that was shipped to the customer. The system operates as intended.

Event description:
The customer reported that the system does not boot up. No patient injury was reported.